Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure of an implant duration of 3 years, one (1) month due to stenosis. The tpvr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7 and h6.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure of an implant duration of 3 years, one (1) month due to stenosis. The patient presented with worsening exercise intolerance. The tpvr was performed with a 26mm 9750tfx valve. The patient was discharged the following in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. "It was reported that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure of an implant duration of 3 years, one (1) month due to stenosis." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at implant (children/adolescents and young adults) and implant position.